Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they confirmed the tip of jaw peeled off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they confirmed the tip of jaw peeled off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h6, h10. Corrected section: d4 - lot # asku. Trackwise # 278686. A lot history record review was completed for lot 25147818 the last lot shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they confirmed the tip of jaw peeled off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h10 (shipping history). Updated sections: g4,g7,h2,h10. A ship history review was completed for lot #s 25146844, 25148249, 25146296, the last 3 lot #s shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.